Manufacturer narrative:
There is 1 investigation completed, during this period. Breakdown of 1 investigation with respective serial numbers are as follows: (B)(6), no issues identified. The investigation concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: there are 20 investigations completed during this period. Breakdown of 20 investigations with respective serial numbers are as follows: (B)(4) haptic detached, override, stuck in cartridge (B)(4) cartridge tip cracked/damaged, lens damaged (B)(4) haptic detached, stuck in cartridge (B)(4) no issues identified (B)(4) no product returned (B)(4) no product returned (B)(4) stuck in cartridge (B)(4) lens cut, haptic detached (B)(4) no product returned (B)(4) cartridge tip cracked/damaged, lens damaged (B)(4) cartridge tip cracked/damaged (B)(4) no product returned (B)(4) no product returned (B)(4) lens damaged, stuck in cartridge (B)(4) lead haptic not folded, stuck in cartridge (B)(4) cartridge tip cracked/damaged, haptic detached (B)(4) lens cut (B)(4) lens cut (B)(4) no product returned (B)(4) no product returned the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: this report summarizes <noe> 48</noe> malfunction events. There were no patient injuries reported associated to the events. Breakdown of 48 events is as follows: cartridge damaged - 1, cosmetic issues - 2, device advancement issue, lead haptic not folded - 1, device advancement issue, leaks, lens damaged - 1, device advancement issue, lens damaged - 2, difficult to use - 1, difficult to use, iol torn - 1, difficult to use, iol torn, preloaded plunger did not lock, stuck in cartridge - 1, difficult to use, lens damaged - 1, folding issues, haptic damaged - 1, haptic damaged - 8, haptic damaged, unspecified/other without out patient involvement - 1, haptic detached - 6 haptic detached, lead haptic not folded - 1, haptic detached, stuck in cartridge - 1, iol torn - 2, iol torn, override - 1, iol torn, stuck in cartridge - 1, lens damaged - 14, unspecified/other with patient involvement - 1, serial number of suspect the product (b))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 7. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. (B))(4) - 1. 26 investigations were completed and 22 are pending. Breakdown of 26 completed investigations: (b))(4) - cartridge damaged, cartridge tip cracked/damaged, iol torn, stuck in cartridge. (B))(4) - cartridge crack, cartridge tip cracked/damaged,iol torn,stuck in cartridge. (B))(4) - stuck in cartridge. (B))(4) - lead haptic not folded, override, stuck in cartridge. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - haptic detached, lens damaged, stuck in cartridge. (B))(4) - cartridge tip cracked/damaged. (B))(4) - lens damaged. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - cartridge tip cracked/damaged, haptic detached, override, stuck in cartridge. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - returned product investigation not required. (B))(4) - no product returned. (B))(4) - no product returned. (B))(4) - no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 48 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.